Manufacturer narrative:
The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported an 80-year-old male patient who had shunt malfunction, urinary incontinence, cerebrospinal fluid retention, movement disorder, sleep excessive, memory deficit during the use of hakim valve (ID (B)(6)) for normal pressure hydrocephalus indication. Not reported: patient medical history, family history, past medication, co-suspect medication, concomitant medication and relevant lab data. On (B)(6) 2024, the patient was placed with hakim valve. On an unknown date, patient developed symptoms such as urinary incontinence, increased sleepiness (hypersomnia) and memory deficit (memory impairment). The physician advised reducing the valve pressure to 130 mm. It was attempted to reprogram the valve from 150 mm to 130 mm, but the valve got stuck at 50/60/70 mm levels. On (B)(6) 2024 and (B)(6) 2024, the physician tried multiple attempts to program it, even placing the programming device at different angles, it did not help. Physician tried to program the unopened device and it worked. So, it was concluded malfunctioning of the valve. This caused collection of fluid between the brain and skull (cerebrospinal fluid retention). Limb movements are affected on the left side (movement disorder). The patient being treated for urinary tract infection (uti), he was not being offered surgery now. The action taken with hakim valve was unknown. Causality for the event causing collection of fluid between the brain and skull cerebrospinal fluid (csf) retention was reported as related to the hakim valve. Remarks: this case was assessed as serious as other medically important condition. This case was not verified by a health care professional/ physician. "This is a serious case regarding an 80-year-old male patient who had shunt malfunction, urinary incontinence, csf retention, movement disorder, sleep excessive, memory deficit during the use of hakim valve for normal pressure hydrocephalus indication. The causality for the reported events is considered as not assessable for the suspect drug due to limited information availability regarding action taken with the suspect drug, onset date and outcome of the reported events, co-suspects, concomitant medication and lab data. Patient underlying condition of uti could be risk factor to the reported event urinary incontinence.".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional health effect-clinical code: e0122.